Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3389s-40, lot# v248458, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Event description:
It was reported the patient was in and out of the hospital for 2.5 years, so many times that they lost track. The patient was just at the hospital for (B)(6). When the patient was asked if the dbs worked for her, she would say ¿no¿ even though their caretaker felt strongly that the dbs did help her. It allowed the patient to not wear a ¿parkinson¿s mask¿ and the patient had a twinkle in her eye and could smile, sit on the bed, pull her pants up, tie her shoes, not fall down, brush her teeth and it was so automatic she never paid attention to it.